Manufacturer narrative:
Complaint conclusion: as reported, the outer sleeve of the sealant on a 5f mynx control vascular closure device (vcd) struck the hemostasis valve, causing it to split. This occurred while the user attempted to advance the mynx control vcd through the sheath. As a result, it became difficult to fully insert the device. There were no reports of patient injury. The device packaging was intact with no damage prior to opening. A diagnostic procedure was performed using a retrograde approach with a mynx vascular closure device (vcd). The deployer was mynx certified. The sheath introducer used was a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using another mynx device. The device was stored and prepared according to the instructions for use (IFU). A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that button #1 and button #2 were not depressed. The procedural sheath was not returned, and the syringe was not connected to the device. The stopcock was set in the open position, and the balloon was not inflated. The outer sleeves were kinked, exposing the sealant. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve could not be verified due to the severely outward kinked condition of the sealant sleeve assembly as received. However, the catheter working length was able to be measured, and the dimensional analysis result was found within specification. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control IFU. The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to both buttons 1 and 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, observing that the outer sleeve presented a severe kinked condition, exposing the sealant. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not confirmed through analysis of the returned device; however, there was a kinked/bent condition of the sealant sleeves noted, which was likely the condition experienced by the customer. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from frayed/split/torn sealant sleeves. The exact cause of the failure experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the outer sleeve of the sealant on a 5f mynx control vascular closure device (vcd) struck the hemostasis valve, causing it to split. This occurred while the user attempted to advance the mynx control vcd through the sheath. As a result, it became difficult to fully insert the device. There were no reports of patient injury. The device packaging was intact with no damages prior to opening. A diagnostic procedure was performed using a retrograde approach with a mynx vascular closure device (vcd). The deployer was mynx certified. The sheath introducer used was a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was little vessel tortuosity and no presence of peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using another mynx device. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation. Addendum: per pe finding, the outer sleeves are kinked, exposing the sealant.